Manufacturer narrative:
Unit received with button error alarm and unresponsive buttons due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported via phone call to have received a button error alarm and did not believe that buttons were pressed longer than 3 minutes. Customer's blood glucose was 103 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.